Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer alleges the user states that they smelt something burning and then a puff of smoke came from charging port at front of joystick.